Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. It was stated that the customer attempted to bolus for seven hours, but continued to experience elevated blood glucose levels. It was also stated that the cannula was bent. The customer was advised to change the infusion set when experiencing high blood glucose levels. Nothing further was reported.